Event description:
It was reported that the patient presented for in clinic follow up. Upon interrogation, it was noted that the right atrial lead exhibited over-sensed noise, which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was stable.